Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported device turned off with no input when the device is bumped, which was not reproduced during evaluation. A review of the event history log identified improper shut down alarms. The cause was determined to be the alternating current (ac) power cord to have intermittent power. The power cord was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump turns off persistently with no input if pump is bumped. There was no patient involvement. No additional information is available.